Manufacturer narrative:
The customer no longer has the strips that were in use at the time of the event.

Event description:
The customer stated he suffered a nosebleed sometime in late (B)(6) 2015 that required medical treatment. He stated previous to the nosebleed he had received the following results on his coaguchek xs (serial number (B)(4)): (B)(6). On the day of the nosebleed the customer notified his physician of his nosebleed and was advised to go to the medical office by car. During the office visit his provider took him off warfarin for 2 days prior to the medical procedure that was done to repair his septum and stop the bleeding. He stated he received a nasal plug and his nasal septum was repaired under local anesthesia at the physician office. He stated that the procedure lasted 3 hours and he has not had any recurrent nosebleeds. The customer believes his last test using his meter prior to nasal procedure was on (B)(6) 2015. It is not clear if this was before or after he stopped the warfarin. His therapeutic range is 1.7-2.2 inr. He does not have any antiphospholipid antibodies and he is not on any direct thrombin inhibitors or heparin. There had not been any change in his diet or medication. It was reported that he was in good condition. The return of the product in use at the time of the event was requested; however, the test strips are no longer available.